Event description:
Reportable based on device analysis completed on (B)(4) 2013. It was reported that balloon leak occurred. During the 1st inflation of a 4.0mm x 100mm x 150cm sterling sl balloon catheter, the gauge of the inflation device did not increase. The balloon was removed. Blood was noticed in the inflation device and it was noticed that the balloon may have leaked. The balloon was exchanged to a 4.0mm x 150mm x 150cm sterling sl balloon catheter for a second attempt. However, as the balloon was inflated, it was noticed that the gauge of the inflation device did not increase. The balloon was removed. Blood was noted in the inflation device and it was noticed that the balloon may have leaked. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, device analysis revealed balloon pinhole.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. Returned product consisted of a sterling sl balloon catheter with no original packaging or other devices. There was blood and contrast in the balloon and inflation lumen. Magnified inspection revealed a pinhole in the balloon 20mm from the proximal edge of the distal markerband. There were no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).